Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. Additional information indicates that the suspected cause for the high threshold was due to lead fracture but it was not confirmed with any other measurements or visualized under fluoroscopy. Further, the behavior was attributed to the lead. This rv lead was abandoned surgically. No additional adverse patient effects were reported.